Manufacturer narrative:
(B)(4). The known cause of the leak is use error, the patient line clamp was left open which allowed fluid to leak out. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to close all clamps while preparing to load the disposable set. The guide also provides step-by-step instructions for properly disconnecting during emergencies. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient had a leak from a cassette set. When the patient was ending therapy solution was coming out of the end of the patient line. The patient did not clamp the patient line. There was no patient injury or medical intervention associated with this event. No additional information is available.